Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented right ventricular lead noise. No intervention had been performed, it was decided that the patient would be monitored. Capture, impedances and amplitudes appear to be stable.